Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose level was 315 mg/dl. The customer visited the emergency room and was hospitalized but did not suffer any injury or permanent damage. Customer was treated with IV fluids and insulin. Customer was discharged 2 days later on (B)(6) 2026. Technical support informed the customer that the shutdown was due to a low battery, provided educational tips on managing the pump post-shutdown, and advised on battery best practices, which the customer understood and acknowledged.